Manufacturer narrative:
Returned iab was cut approx. 39.7cm from proximal end of balloon. There were 2 holes in balloon approx. 26.5 & 27.7cm from distal end. Both holes were <1mm wide & were not abraded. It cannot be determined how or when iab was damaged. Due to condition of returned iab, a full evaluation could not be performed. DHR reviewed w/o findings.

Event description:
It was reported that iab was inserted in 05 via sheath. The following day, pump experienced a helium loss alarm and blood was observed in helium tubing. Iab and iabp were exchanged. There were no reported patient complications.